Manufacturer narrative:
The model# was not provided. Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared.

Event description:
The advocate stated she cut her finger twice when manually removing the lancet from her husbands microlet2 instead of using the eject button.